Event description:
It was reported that during a cardiac ablation procedure, the patient went into intermittent atrioventricular block and ultimately pulseless electrical activity (pea) following cardioversion. The patient also had st elevation and an inability to oxygenate blood gas levels. Pacing measures were taken; however, software issues occurred; messages regarding an internal software error, catheter interface unit (ciu) offline, generator offline, and location reference not calibrated were received. A temporary pacing catheter was then used to pace and the ablation catheter was removed. The patient did not respond well (the blood pressure and ¿other metrics¿ were below normal limits), so additional measures were taken. A temporary pacemaker and extracorporeal membrane oxygenation (ECMO) were used to return the patient to baseline. The patient was admitted to the intensive care unit (ICU). It was also noted that prior to the procedure, the patient¿s vitals were below expectations. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0232667455 was returned and analyzed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was connected to the final functional tester (e-052) for impedance and thermocouple tests. Both tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported clinical issues cannot be assessed through testing. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files containing log files and video files were returned and analyzed. The log files returned from the field were viewed using log file analysis tool. The video file returned from the field was reviewed. The 30 minute video was reviewed and the calibration setup screen was observed. In conclusion, the reported issue could be observed through log file analysis, and the reported issue was not observed in the video file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.